Manufacturer narrative:
The device was not returned for analysis as it was reported to have been discarded at the site. Follow up attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Hemorrhages are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). The exact of the reported event remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the cerebral aneurysm flow diversion procedure, upon navigation of the microcatheter and an unknown guidewire bleeding from acom was recognized. The flow diverter procedure was terminated, and the procedure was converted to open surgery. The treating location was the ic-cavernous sinus, unruptured, saccular shape, landing zone vessel diameter 3.9mm distal and 4.1mm proximal. The treating physician commented the possible cause of the hemorrhage was due to trying to pull the guidewire and marksman by using snare device. The physician delivered the snare device through acom to pull the guidewire and the marksman to the target location. The guidewire and marksman successfully reached the distal section but failed to reach the m2. In the meantime, bleeding from acom was observed. The anatomy was reported to have been severe and medium in vessel diameter.